Manufacturer narrative:
Initial reporter address:(B)(6). Two (2) used devices were received for evaluation. Visual inspection was performed which identified a low assembly at the joint of the tubing and the drip chamber for one (1) sample. Functional pressure and clear passage under water testing was performed which identified a leak between the assembly of the tubing into the drip chamber for both samples. Priming was performed which identified a leak from the same location. The reported condition was verified. The cause of the condition was due to the improper solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of two (2) returned clearlink paclitaxel sets, a leak was observed between the tubing and drip chamber. No additional information is available.